Manufacturer narrative:
One cadd legacy plus 6500 pump was returned for analysis. The event history log was reviewed and revealed error codes 1870 and 1871 occurred. Functional testing was then performed; confirming the complaint. The pump was found to be displaying 1870 error code message on power up and the motor was locked out. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information received indicating that a smiths medical cadd legacy plus pump gave code 1870. No adverse effects reported.